Event description:
ICD malfunction leading to inappropriate shocks. Pt received inappropriate shocks and came to emergency room. Device was unable to be interrogated. Magnet was placed on ICD which stopped therapy. The pt received approx 20-25 shocks. The device was removed from the tp and a new device was placed.